Event description:
It was reported that during preparation for a percuteneous transluminal coronary angioplasty, stent dislodged from the stent delivery system (sds) outside the patient. A 2.50 x 20mm promus element sds was selected to treat the lesion. During the preparation and prior to introduction, the physician noticed that the stent was dislodged from the sds. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).